Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire, a brown (-5v) wire, and a main batt wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distrubutor reported that a patient was recieving asystole alarms.